Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported, while performing service/test, it was discovered that the printed circuit board (pcb) color video receiver had a bad connection. The new board barely touches the ribbon cable and the background will flicker to red then black, previous board he ordered did the same thing. Original board did not have this issue. No patient involvement reported. No adverse event reported. Previous board reported under mfg report number 2249723-2017-00175.